Event description:
Reportable based on the analysis completed 16sep2011. It was reported that during a percutaneous coronary intervention, the 4.0x28mm promus element stent delivery system (sds) would not cross the lesion. The 71% stenosed target lesion was located in the severely tortuous and moderately calcified right coronary artery (rca). The lesion was pre-dilated with a 2.5x20mm maverick balloon and the physician then advanced the sds and the device and was not able to cross the lesion. The procedure was completed with another 4.0x28mm promus element stent. No patient complications were reported and patient status is stable. Returned product analysis reveled foreign material on the stent. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer - a visual and microscopic examination found that the tip was slightly flared. This type of damage is consistent with the tip being pushed up against a restriction, during attempts to cross the lesion. There was white fibre present on the proximal end of the stent. Although it is not clear how this fibre came in contact with the stent it is noted that it would not have influenced the complaint incident. No issues were noted with the crimped stent and the balloon section of the device that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. Solidified blood was present on the outside of the balloon, therefore indicating the device had been used in vivo. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).